Event description:
It was reported that the patient contacted support after announcing a larger-than-usual dinner and subsequently received an alert indicating that only 75% of the bolus had been delivered and that insulin delivery had stopped. Upon further review, the patient also identified an occlusion alert. It was explained that the occlusion alert most likely caused the incomplete bolus delivery, and the nature of an occlusion alert was reviewed. After insulin delivery was resumed, it was recommended that the infusion site be changed. The patient stated they planned to change all supplies and was guided through a complete supply change, after which insulin delivery was resumed. Following the supply change, the patient¿s blood glucose level was reported to be elevated at approximately 395 mg/dl. Options were discussed to either follow up after a few hours to ensure glucose levels were decreasing or for the patient to continue monitoring and call back if levels did not trend downward within the next one to two hours. The patient chose to self-monitor and call back if needed. During the supply change process, guidance was provided regarding which supplies could and could not be reused and proper procedures, which the patient stated had not been previously discussed by their diabetes educator. The patient expressed a desire to speak with an educator from the manufacturer for additional clarification. This request was accepted, and scheduling information was provided. The patient independently scheduled the appointment, and no further assistance was required. The patient was using an inset infusion set with 23-inch tubing and a 6 mm cannula. Blood glucose levels were affected during the event, with a reported peak of approximately 397 mg/dl and remaining above 180 mg/dl for two to three hours. No prolonged alerts above 300 mg/dl were reported. No back-up therapy, ketone testing, steroid injections, or professional medical intervention were used. No assistance beyond guidance was required, and no severe adverse health effects were reported other than thirst. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.